Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patients vision is not clear, fuzzy or hazy vision and vision seems to be getting worse. The patient could not adopt to the lens. The iol was exchanged for another lens 7 months following the initial implant procedure. The patient was not hospitalized for the event. The patient was resolved from the symptoms.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned in a plastic bag. Solution was dried on the lens. The optic was torn/split/cracked (possibly cut) from edge towards center. Power and resolution testing could not be conducted due to the extensive optic damage. The file indicated the use of a qualified associated cartridge and handpiece. The viscoelastic indicated is not qualified for the product combination used. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the company 26.0 diopter, (1.5 extended depth of focus) lens mode was replaced with a non-company 26.0 diopter monofocal lens. Due to the exchange of an extended depth of focus lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the iol was replaced with another company iol.